Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2013. Product event summary : the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the patient experienced a decline in functional capacity and ejection fraction due to the left ventricular lead not capturing. The lead was programmed off, and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.